Manufacturer narrative:
Lot number was identified upon receipt of subject device and added. Synthes manufacturing location was discovered upon receipt of subject device. Subject device has been received and a service & repair history/maintenance review was performed. The investigation of the complaint articles indicates that the: the customer reported the spring handle broke into two pieces. The repair technician reported leaf/spring broken as the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to the complaint handling unit. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: part no. 398.65, lot no. 2042: no service history review can be performed because the lot number is more than 15 years old and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. A product investigation was completed: the returned forceps was examined and the complaint condition was able to be confirmed as the leaf spring was found to be broken. No definitive root cause was able to be determined as details as to the method of use at the time of failure were not available; the failure mode is consistent with the application of excessive force/rough handling. Relevant drawings for the returned instrument were reviewed: top-level, leaf spring. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. Without a lot number a service and repair history record review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a synthes sales consultant received the following instruments with issues from field inventory: forceps for broken screw removal with spring handle broken into two pieces and; two 5.0mm flexible shafts that will not allow the guide wires to pass through them when attached to the reamer head. There was no report of patient, surgical or facility involvement. It is unknown when the complaint issues occurred. This report is 1 of 3 for com-(B)(4).